Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of extractor broke. According to sales rep, when the surgeon tried to have removed screw, the tip of extractor broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the broken extractor tip could be confirmed. Based on the investigation, the root cause most probably was attributed to a user related issue. The fracture surface shows signs of a forced torsional fracture. The fracture surface has a spiral appearance. The statement from r&d for recurring situation identification memo was reviewed. It was concluded that the extractor is an emergency instrument and a breakage can possible occur. As the implant does no longer reflect the implant design of the sellable item, the missing geometrical fitting, bone hardness and ingrowth influence the successful usage of the instrument. The risk of harm is considered as very low. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of extractor broke. According to sales rep, when the surgeon tried to have removed screw, the tip of extractor broke.